Event description:
It was reported that a patient had a lead and an implantable neurostimulator (ins) replacement on the day of the report. It was noted that the new lead "slipped right into position without any difficulties." It was stated that there was a "direct connect" and the lead had been wiped down and inserted into the ins. It was reported that all electrode impedances were greater than 10,000 ohms. The system was tested at 8 v with a "neuro monitor" and there was "no response." A lateral view x-ray showed that the patient had "thicker epidural space on posterior/anterior." It was reported that the leads were connected to the multi-lead trialing cable (mltc) and all impedances were "within normal limits" except electrode 8 showed a value of greater that 40,000 ohms. The leads were connected to the ins and re-tested. It was stated that there were values of "low 685 ohms", except 8 continued to show greater than 40,000 ohms. Additional information received reported that there was "no reason or cause seen for electrode #8 to have a high impedance." No interventions taken or planned, except normal programming which was done on (B)(6) 2013. It was reported that the patient was getting "excellent stimulation and coverage." Electrode #8 was not needed to achieve a good stimulation pattern.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013: product type: lead; product ID 37754, serial# (B)(4): product type: recharger; product ID 37746, serial# (B)(4): product type: programmer. (B)(4).